Event description:
The company was informed that the pt experienced a cerebrospinal fluid (csf) leak during initial implantation and it was repaired. The csf leak took place after the cochleostomy. The leak was repaired with soft tissue and fascia wax of the cochleostomy.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly doing well and the device remains implanted. This is the final report.